Event description:
MFR has been notified of an event that the user alleges cuff leakage after in use for two weeks. The cuff could not be reinflated. The tracheostomy tube was replaced. The unit was pretested per the instructions for use. No adverse outcome to pt. Event occurred at clinic in another country.